Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes is loosing vacuum. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "call activity comment: customer problem: customer reports tubes losing vacuum for cat 367899 lot 2066671. Steps taken with customer/troubleshooting: email received from distributor. Left follow up voicemail for customer requesting additional information. Follow up email sent to distributor requesting customer's information."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes is loosing vacuum. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "call activity comment: customer problem: customer reports tubes losing vacuum for cat 367899 lot 2066671. Steps taken with customer/troubleshooting: email received from distributor. Left follow up voicemail for customer requesting additional information. Follow up email sent to distributor requesting customer's information."